Event description:
The technician alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube separated from the stretcher. The technician reattached the side rail end tube to the stretcher to resolve the issue.